Manufacturer narrative:
Based on the current information provided, the cause of the complication cannot be determined. A follow-up MDR will be submitted if additional information is obtained. Per an intuitive surgical, inc. (Isi) failure analysis engineer, a system log review cannot be performed because the system logs are not available at this time.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which required chest tube placement. The patient had hypoxia. The pneumothorax was discovered via chest x ray. The target nodule was in the left upper lobe about 17 millimeters in size and located within 2 centimeters of the pleura. The size of the pneumothorax did not increase in size as the chest tube was placed immediately; however, the patient was admitted for 4 days. The patient was known to have a very severe emphysema and considered high risk for pneumothorax. Per the physician, the patient is currently at home on "nodule surveillance." Intuitive 21g flexision needle was used during biopsy; however, the physician was attributing the pneumothorax to the forceps biopsy. There was no device malfunction associated with the event, and the physician believes that the pneumothorax was not device related.